Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred on an unspecified dates (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps with povidone-iodine solution had inadequate iodine; further described as ¿some looked like they only had a little iodine¿. This was noticed during setup for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with these events. No additional information is available.